Event description:
It was reported that the insulin pump shuts off delivery. The customer was advised regarding the auto off setting and to inquire with health care provider about adjusting the feature. Customer reported she had high blood glucose and the cannula was slightly curved. Customer declined to do troubleshooting for high blood glucose due to it was past issue. Customer also reported that she experienced predicted low and high alerts. The customer was assisted to review predicted alert setting. Customer stated that occasionally she will have low episode but sensor did not alarm she was low. It was explained to customer that possible causes and customer stated will call back if issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.